Event description:
During a lobectomy procedure, the staples were very inconsistent and did not staple the tissues completely. Another like device was used to complete the procedure. There was no pt consequence.